Manufacturer narrative:
Manufacturing reference number: (B)(4). Evaluation summary one used device was received for evaluation. The visual inspection found the middle handle member had separated from the handle. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information a supplemental will be filed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the handle came apart on the second pass during a beacon fnb of head of pancreatic mass procedure. The device was used to take a fine needle biopsy of a head of pancreas mass. The physician made two passes with the needle. When the technician was done expressing the contents of the needle onto the slide, she went to bring the needle back into the 0 position. When she did this, the handle of the needle separated. A second needle was used to successfully complete the procedure. The device was used on a patient who was prepped and under anesthesia. There was no harm to the patient. There was no user injury. No other known adverse events were reported.